Event description:
During verification testing at the mfg facility, the device displayed e175 (watchdog error) and e626 (audible alarm) without sounding an audible alarm tone.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. This is the second of four complaints for this event.

Event description:
A customer contacted baxter's global technical service representative (tsr) to report a low drain volume (ldv) alarm on the homechoice device during initial drain. The drain volume (dv) was 1360ml. The last fill volume was 2000ml. The technical service representative (tsr) assisted the patient to resolve the issue. The hp stated that there was a large air bubble in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. During a follow up call on (B)(6) 2010, the patient stated that there were no issues with her supplies. The patient also mentioned she was just released from the hospital on (B)(6) 2010. The patient stated that she was treated for peritonitis. The patient was given antibiotics and is feeling better and back on the cycler.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.